Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 500p passed ¿out qat from heartsine technologies on the 10th september 2018. A visual inspection of the device revealed no apparent defects. Further investigation was unable to confirm the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. No red led is lit.

Event description:
There was no patient involved in this event. No red led is lit.